Event description:
Treatment of an avm. It was reported, there was no distal marker band on the catheter. No pt injury was reported.

Manufacturer narrative:
The catheter has been evaluated and showed the distal marker band/tip was missing from the catheter.